Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2 (patient sample from (B)(6) 2018): account reports one patient with anti- big c that failed to react with selectogen lot s061 when converted to 0.8% in manual gel. Patient tested on (B)(6) 2018. Patient originally presented on (B)(6) 2018 and tested with different 0.8% selectogen lot and anti-igg card. 0.8% resolve panel a clearly identified anti-big c (all reactions 1+). Auto control negative. Dat negative in tube from both (B)(6). Patient re-presented on (B)(6) 2018. Now she was tested with selectogen lot s061 converted to 0.8% in gel with the same lot of cards. Screen was negative. Account repeated testing using both samples ((B)(6) 2018 sample and (B)(6) 2018 sample) with lot s061 converted to 0.8% and both were negative. Sample from (B)(6) 2018 also negative with s061. Female with autoimmune hemolytic anemia. (B)(6) years old. No harm came to patient. Only big c negative units selected for transfusion. Issue started on: (B)(6) 2018. Reported (B)(6) 2018. Methodology used: manual gel. Incubation time (for manual test only): 15 minutes. Reaction grade obtained: negative with lot s061 converted to 0.8%. Customer was expecting: 1+. Test repeated: yes. Result obtained by repeating: same results. Method used to repeat: manual gel. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Ortho care had account repeat testing with new, different of screening cells they just received, and now positive 1+ reactions were seen which corresponds with anti-big c. They used both samples from (B)(6) and (B)(6). They then repeated testing again with s061 converted to 0.8% and received negative results again. Ortho care confirmed that customer made the correct dilution with their 3% cells and diluent 2.